Manufacturer narrative:
The company service representative examined the system and no problems were found with the system. No system messages were found in the event log. The system was then tested and met all product specifications. The fragmatome handpiece has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4).

Event description:
Adverse event(s): "thermal injury occurred" (burn, thermal). Product problem(s): "no additional information was received" (no known device problem). The company service representative reported a thermal injury occurred with the fragmatome handpiece. Additional information received from the customer stated the system was set up improperly. The case planned was a posterior vitrectomy and lensectomy. No additional information was received from the customer on the event or patient status.